Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The february 2007 product family complaint trend report, inclusive of all failure modes, was reviewed. An unfavorable trend (defined as 2 consecutive months of increased # of complaints) was noted. Thirteen complaints were reported in dec 2006, fifteen reported in jan. 2007, and twenty-four reported in feb 2007. Due to the low # of total complaints and the low clinical severity associated with the device malfunction, no specific action is warranted at this time.

Event description:
It was reported to boston scientific corp on march 07, 2007, that during an ercp the cutting wire broke proximally when "straining the wire" while attempting to cut the papilla. "None of the wire detached inside of the pt." It is unk how the procedure was completed. The pt's condition was reported as "good".